Manufacturer narrative:
(B)(4)

Event description:
The patient stated that he received erroneous high results when testing with coaguchek xs meter serial number (B)(4). Testing was performed with two different test strip lots, lots 25032221 and 25863822. Please refer to the following medwatch patient identifiers for information related to each test strip lot: (B)(6) = lot 25863822, (B)(6) = lot 25032221. The patient complained of 5 tests, but one additional test was observed when reviewing the meter memory. This test was performed at 11:24 p.m. With test strip lot number 25032221 and resulted as 5.0 inr. At 11:27 p.m., a sample from the patient was tested with test strip lot number 25032221, resulting as 5.0 inr. At 11:31 p.m., a sample from the patient was tested with test strip lot number 25863822, resulting as 5.0 inr. At 11:34 p.m., a sample from the patient was tested with test strip lot number 25863822, resulting as 3.3 inr. At 11:37 p.m., a sample from the patient was tested with test strip lot number 25863822, resulting as 4.5 inr. At 11:41 p.m., a sample from the patient was tested with test strip lot number 25863822, resulting as 4.6 inr. The patient stated that he may have used samples from the same fingerstick for some of the testing. He stated that he did not report results from any of the last 5 tests. No adverse events were alleged to have occurred with the patient. The patient had no changes to medication based on meter results. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is weekly. The patient is not anemic and does not have antiphospholipid antibodies. He had no symptoms of high inr, no bruising, and no bleeding. The patient does not take heparin or direct thrombin inhibitors. The patient has had no changes in diet, no recent illnesses, or changes in medication. The patient does not have any special or unusual diet. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 258638-22) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications.

Manufacturer narrative:
The patient's meter and strip lot number 25863822 were returned for investigation. The patient's test strip lot number 25032221 was not returned for investigation. No further investigation of these test strips were possible. The returned meter and strip lot number 25863822 were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.1 inr. Donor 2 inr: 2.1 inr. Donor 1 hct: 44%. Donor 2 hct: 48%. Testing results: donor 1: master lot: 2.1 inr. Customer strips and meter: 2.1 inr. Donor 2: master lot: 2.1 inr. Customer strips and meter: 2.2 inr. All inr values were within the specified maximum difference between measurements. The patient samples were always identified as blood. No error messages occurred. The returned and the retention material meet specifications.